Event description:
It was reported that this inflatable penile prosthesis was removed because the patient could not inflate it. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis was removed because the patient could not inflate it. A new malleable device was implanted. There were no patient complications reported.